Manufacturer narrative:
(B)(4). Field service was dispatched to the account. Multiple parts were checked, cleaned and calibrated with no resolution. Service found the high concentration waste pump was not working properly, and replaced the high concentration waste pump to resolve the issue. Customer complaint data was reviewed and no adverse trends were identified for the high concentration waste pump. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer stated that an elevated magnesium result of 2.51 mmol/l was generated by the architect c16000 analyzer. The sample was repeated and a result of 0.74 mmol/l was generated. There was no report of impact to patient management.